Event description:
Pace medical was notified on march 17, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device stating there was a diagnostic error on the display. The device was analyzer and the fault could be duplicated. A connector between the printed circuit board and the display was loose. The connector was replaced. The device was recalibrated and final tested. All tests were passed and the device was returned to the customer. Potential reason for observation may have been rough handling or sudden impact.